Event description:
Patient to the or for insertion of dddr atrioventricular pacemaker due to chb (complete heart block). The patient returned to the or the next day for a replacement of the ventricular lead. A new type of ventricular lead was utilized.